Event description:
Livanova deutschland received a report regarding an s5 heart-lung machine, with a pump motor controller problem. The issue occurred during procedure. There is no report of patient injury.

Manufacturer narrative:
A1-a5 patient information was not provided. D.4 unique device identifier (UDI) number is not available for this product as it is a class ii medical device manufactured before september 24, 2016 which is the FDA compliance date to implement UDI code. H11. Livanova deutschland manufactures the s5 hlm system, the event occurred in the united states. Livanova field service engineer was dispatched to customer facility, checked the device, but could not confirm the issue. Functional verification checks have been performed and the unit has returned to service. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.